Event description:
The customer reported at the time of purging the pipe some blood passed by the latter. The purge was arrested. The pipe was observed and was open and there was a piercing of about 4-5 cm. There was no return samples or pictures received for investigation. The samples were not returned because they were soiled with blood. A visual, free flow and tightness-test was performed. A retain sample from the batch in question was tested and production documentation was investigated. There were no deviations or non-conformities found. There was no sample return to further investigate, therefore the root cause could not be identified.